Manufacturer narrative:
The endowrist one vessel sealer instrument will not be returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci hemicolectomy procedure, the vessel sealer instrument did not seal the patient's tissue. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted hemicolectomy procedure, the surgical staff noted that the endowrist vessel sealer instrument would not complete the process of sealing. There was no report of patient harm, adverse outcome or injury. On 10/04/2016 the intuitive surgical, inc. (Isi) clinical sales representative (csr) who reported this complaint provided additional information. According to the csr, the surgical staff could not recall hearing audible tones from the erbe generator and did not know the duration of the sealing cycle tones. A second vessel sealer instrument was installed and the surgeon was able to successfully complete the procedure robotically.